Manufacturer narrative:
Patient identifier and weight are unknown. Device was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: september 25, 2014 - expiry date: september 1, 2024. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon was unable to fix a fracture with the plate in question because the bone collapsed. The surgery was ultimately completed with a tension band wiring method. A twenty (20) minute surgical delay was noted. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: product investigation summary: part 404.024s - the implant is intact and in a very good condition without wear or marks. The visual investigation comparing the article with the valid drawing shows no non-conformities. The review of the manufacturing documents showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No products related nonconformities were found. The products investigations and the event description point to the fact that inadequate implants were selected for this type of surgery. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.